Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during testing at the user facility, the device did not alarm when a distal occlusion was present. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. No additional info was provided.